Manufacturer narrative:
The customer indicated the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of 5% dextrose in water, at a rate of 20 ml/hr, via a symbiq pump. It was reported that 5 minutes after the delivery was started, an unspecified volume of solution leaked from the leg of the distal clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt events and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.